Event description:
High loads were hit during the procedure using the titan sgs stapler and the stapler was then unplugged and replugged into the spu. Some prompts were heard by the surgeon but the prompts were not specified in the report. The surgeon noticed bleeding at the angularis during the intitial surgery and then the surgeon reported a bleed 6 days post-operation. An internal drain was placed to treat the hematoma. No additional patient consequences were reported.